Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: (B)(4). Event occurred in (B)(6).

Event description:
It was reported that during insertion into the tibial tunnel, the screw fractured and had to be removed from the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of pictures. A photo provided from the customer showed the implant fracture. Device history record (DHR) was reviewed and no discrepancies were found. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported fracture event was confirmed via visual examination of the returned device. Visual examination of the returned product identified the gentle thread fractured in 2 pieces. There was quite a bit of damage to the tip of the anchor. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.